Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a motor error alarm and a no delivery alarm during prime. The customer also reported high blood glucose levels. The customer's blood glucose level was 500 mg/dl. The customer treated with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, however, the customer had a new insulin pump to revert to. Nothing will be returned for analysis.